Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a stone removal procedure within the bile duct on (B)(6), 2011. According to the complainant, during the procedure, the device failed to bow and deliver energy. The complainant noted that the exposed cutting wire was damaged and may have been broken. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A preliminary evaluation of the returned incident device found the cutting wire anchor to have dislodged from the extrusion. The cutting wire remained affixed to the catheter.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the extrusion at the distal pierce hole was melted, and the distal end of the cutting wire with the anchor had dislodged from the distal pierce hole. A functional evaluation could not confirm the reported event of failure to deliver energy. The root cause of the electrical issue could not be determined. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a stone removal procedure within the bile duct on (B)(6), 2011. According to the complainant, during the procedure, the device failed to bow and deliver energy. The complainant noted that the exposed cutting wire was damaged and may have been broken. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. A preliminary evaluation of the returned incident device found the cutting wire anchor to have dislodged from the extrusion. The cutting wire remained affixed to the catheter.